Manufacturer narrative:
Final device analysis revealed no anomalies on the pump. It functioned normally.

Event description:
It was reported that the patient experienced withdrawal symptoms and a return of spasticity. Follow-up with the physician revealed that the patient experienced severe coccyx pain during a transfer. A few hours after this traumatic transfer the patient experienced increased spasticity. The patient's spasticity was so severe that she required assistance with transfers. X-ray did not confirm an injury; there was poor visualization due to stool. Dye study confirmed no catheter disruption; no problems with drug delivery. MRI thoraco-lumbar spine was within normal limits. A rotor study was not performed. The dose was increased to treat the increased spasticity. It was also reported that the patient experienced various occasions of underdose/increased spasticity and overdose/increased loose muscles. Other symptoms included somnolence, weakness, and dizziness. The therapy was "inconsistent". The pump contained lioresal 2,000 mcg/ml delivered at 783 mcg/day. The pump was replaced. The outcome was reported as recovered without sequelae. There was no change in the patient's underdose/overdose symptoms after replacement. There were multiple dose adjustments with no real effect. The physician planned to replace the catheter and have the old one examined for micro-fractures.